Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they needed the manufacturer representative to "reset their programs" because they are all not working correctly. A loss of therapy was reported. The patient was not able to perform troubleshooting. The patient's psychologist reported that the patient traveled and their leads moved. The patient went through the security gate at the airport and was buzzed. It was reported that this occurred once before. There was a report that the patient was in a psychological lock down center and they couldn't leave to see a pain management physician. A manufacturer representative reprogrammed their device and they were fine. There was a report that an MRI was prescribed to diagnose scar tissue from the leads. The patient was having pain where the leads were going into the spine. No falls or trauma were reported in regards to the event. It started when they got up after flying. The patient stated pain started on (B)(6) 2015. The patient was now at an inpatient facility for a pain assessment program.